Manufacturer narrative:
The insulin pump was received with a button error alarm due to a corroded keypad. There was no frozen display or numbers scrolling up. The unit had a stripped battery cap at the coin slot area, cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm during a bolus and a scrolling keypad. The customer's blood glucose level was 108 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.